Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011 this patient underwent endovascular repair of a thoracic aortic aneurysm rupture using a gore tag thoracic endoprosthesis (tgt3420/8513840). Preoperative aneurysm diameter measured 50 mm. Right to left axillary artery bypass was performed. It was reported that paraplegia was found after the procedure. The physician decided to monitor the paraplegia. The cause of the paraplegia was reported to be due to 3,000 ml blood loss during the procedure. No further information is available.